Manufacturer narrative:
Updated fields: b4, e1 (event site postal code, event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. The patient is currently on the transplant list and is supported by an axillary inserted balloon; the axillary disclaimer was provided. The field of insertion (foi) could not be verified, as it was covered by a dressing. All connections were confirmed secure with no blood in the helium tubing. Esp personnel reviewed and guided troubleshooting for each alarm, explained potential causes, and emphasized minimizing therapy interruptions. Similar alarms were noted across three prior iab placements, with the pump restarting immediately after each event. Russell expressed appreciation for the support. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues. In cases with no confirmed presence of leaks in iab, iabp issues, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to loose catheter connections or off label use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss, autofill failure and unable to update timing alarm occurred. There was no harm or injury reported.